Manufacturer narrative:
Rupture is addressed in the IFU. No product or images were returned to assist in the investigation. Each coda balloon is shipped with an IFU listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. The information that was provided indicates that the device was inflated outside the endograft and/or manipulated while inflated. At this time, there is no indication that a design or process induced failure of the device resulted in vessel rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
On (B)(6) 2010, a (B)(6) year old female patient underwent aaa repair with another manufacturer's excluder and a zenith flex iliac leg graft. The aaa's outer diameter was unknown and the external iliac artery aneurysm was 25 mm. The right external iliac artery was partially occluded. (Inner diameter was 6.0 mm) the left common iliac artery inner diameter was 20 mm. An excluder main trunk was placed from the left side. Then the iliac leg graft was placed in the left side but its' distal side was located in the narrow part of the vessel and it caused a distal type I endoleak. The physician inflated a coda balloon catheter to push up and seal the distal end of the iliac leg graft, then confirmed blood leakage from the left external iliac artery. It was solved by placing additional excluder iliac leg graft. The patient's condition is unknown as not provided by reporter.